Manufacturer narrative:
(B)(4) date sent: 10/17/2025 d4: batch #a97d9a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened and with a gst60d reload loaded on the device. The reload was received fully fired. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additional, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number a97d9a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic surgery for feea4, the device could be fired without any problems until the 3rd firing. Then the device suddenly did not work at the 4th firing. The doctor thought that there might be a problem with the battery, and the battery was inserted again, and had the motor sound. The device could be used as usual. The doctor checked the device after surgery and there were the motor sounds several times. It seemed like there was a poor connection. The same device was used as is to complete the case. There were no adverse consequences to the patient. No additional information provided.